Manufacturer narrative:
Follow-up #1: date of submission 05/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no pump data from the time of the event due to continued patient use. The pump was examined and confirmed no noted damage to the keypad; all of the keypad buttons responded appropriately during testing. A pump delivery accuracy test was performed and confirmed that the pump was delivering within specifications. The keypad was removed and confirmed no damage, contamination, or defects to the button contacts. No pump defects were found related to the complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a low blood glucose of 38 mg/dl after performing a fill cannula step with a loss of prime warning. The reporter was advised that the pump¿s fill cannula step does not need to be performed when repriming the pump for a loss of prime warning; the reporter was advised on the correct use of the fill cannula step associated with changing the infusion site. This report is made based on the allegation that the patient experienced hypoglycemia associated with inadvertently infusing insulin by performing the fill cannula step when the step was not required.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.